Manufacturer narrative:
This report has been identified as b. Braun medical internal report # 400487792. A batch documentation review has been performed. No deviations have been reported during production. The instructions for use of the product have been checked and the following side effects are listed: side effects: in very rare cases, there may be a mild burning sensation after application of prontosan®, but this usually dissipates after a few minutes. Prontosan® can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported. The product quantities sold in 2019 for prontosan wound irrigation solution were over (B)(4). No negative trend can be observed. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference and continue to monitor other reports for similar nature. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
The patient underwent surgery for abscess of great vestibular gland. Prontosan wound irrigation solution was used. Upon contact of solution the patient developed scattered skin rash. Later patient experienced generalized redness and angioneuroedema, and was diagnosed as anaphylactic shock. She was treated with bolus injection with adrenaline, dexamethasone 10mg, hydrocortisone 50mg. Kept under observation for 15 minutes. The skin rash subsided. Symptoms recovered and patient did not feel discomfort